Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm when priming. Customer reported they were able not to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.